Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event did not reveal a device-related issue associated with heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). The submitted log files contained driveline faults and corresponding yellow wrench advisories that appeared to resolve upon a controller exchange. The files appeared to show the pump otherwise working as intended at or above the set speed. The patient remains ongoing on heartmate ii lvas (B)(6). No further related issues have been reported. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists potential adverse events that may be associated with the use of the hmii lvas. Although the driveline fault appeared to be associated with the system controller, section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline faults from 17dec2020 to 01jan2021. There were also power disconnected alarms. The patient had no symptoms. The driveline x-rays were sent but the images were unremarkable. Related manufacturer report number #2916596-2021-00089